Manufacturer narrative:
The device history record for radiesse dermal filler lot 100113482 was reviewed. A lot search was conducted on the reported lot and no similar events were noted. No non-conformances were noted that would have contributed to this event.

Event description:
Follow up information was received from the physician on 24-jun-2019:the patient's initials, gender, and date of birth were reported. Medical history positive for multiple filler and neurotoxin injections since 2011, including radiesse to the zygoma twice before without problems. Concomitant medication reported as none. On (B)(6) 2019, the 41-year-old female patient was injected with 1.2cc of radiesse to the bilateral zygoma. Immediately, the patient experienced blanching and pain, which intensified. The patient experienced double vision, loss of sensation and paralysis. Skin mottling occurred over the cheek. Treatment reported as massage, aspirin, sildenafil, nitropaste and sts injection. The patient was referred to an ophthalmologist for evaluation. Outcome reported as the vision and skin sensation were restored with no permanent damage. A small defect on the skin surface was unresolved and the ischemia was continuing to heal. In the opinion of the reporter, the events were not permanent but treatment was necessary to prevent a permanent damage. The events were related to the radiesse as the filler was not completely reversible.

Manufacturer narrative:
This case was assessed as reportable to the FDA as the event, arterial occlusion, was deemed to meet serious injury criteria of necessitating medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure. The device history record could not be reviewed as the lot number was not reported.

Event description:
This spontaneous report was received from a us physician and concerns a patient of unknown age and gender who was injected with radiesse. After treatment with radiesse, the patient experienced an arterial occlusion, described as most likely an infraorbital artery but possibly an angular artery. The patient had double vision, nausea, vomiting and upper lip paralysis. Corrective treatment was provided but not specified. The patient was referred to an ophthalmologist. Outcome reported as patient is doing well and no long-term damage is anticipated.